Event description:
Title: hepatic and portal vein transection by vascular stapler in open living donor hepatectomy ¿ a retrospective cohort study. Author: doha obed, anwar jarrad, mohammad ibrahim othman, mahmoud siyam, abdalla bashir and aiman obed. Citations: annals of medicine and surgery vol. 78. Pages: 1-5. Https://doi.org/10.1016/j.amsu.2022.103823. The aim of this study was to evaluate the subsequent feasibility and safety for donors undergoing open ldlt. There were 17 cases of living donor liver transplant were retrospectively analyzed. Right lobe liver grafts were recovered from 17 donors (13 males and 4 females) aged 22¿58 years (median age 31 years). Of these 17 donors undergoing right hepatic lobectomy. The right pv was transected directly at the bifurcation of the main pv, the right hv was resected directly at the wall of the ivc using a vascular stapler (echelon flex powered vascular stapler and endogia 45¿2.5). The reported complication included postoperative hypertension (n=1), pleural effusion (n=1), incisional hernia (n=2), ampullary stenosis (n=1), common bile duct stricture (n=1), and postoperative bleeding (n=1). In conclusion, the utilization of vascular staplers in donors during open ldlt presents an encouraging alternative to manual over-sewing of vascular stumps. Apart from its timesaving aspect, the technique reduces the potential risk of life-threatening clamp slippage with subsequent uncontrolled blood loss.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2024. D4: batch # unk. D4: UDI: as the lot number and serial number, for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.